Event description:
It was reported that a malfunction alarm occurred and that the pump time was incorrect, cause was pump reset. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR : device not returned